Event description:
The customer reported that when using a pk super loop, the head of the resection loop fell into the bladder. An endoscope was used to search for the loop, but it was not found. The therapeutic procedure (transurethral resection of the prostate) was completed with a similar device. There was a procedural delay of about 30 minutes. The patient was discharged home with no adverse reactions.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The subject device was manufactured in september 2022, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause the head of the resection loop had fallen into the bladder, and wasn't retrieved could not be determined with the information received. Olympus will continue to monitor field performance for this device.